Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor. Unable to confirm bolus anomaly due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer did not receive boluses when he programmed it into the insulin pump, and his blood glucose was high several times. Reviewed the steps that the customer takes to bolus and he is following the steps correctly. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.